Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? Laparoscopical gastric bypass/ device was not used. What tissue type was the device used? Device was not used. What confirmation did the surgeon receive that the anvil was firmly attached? Device was not used. When the device was fired, what was the location of the indicator within the gap setting scale? Device was not fired. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Device was not fired. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Device was not fired. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No after use, did the firing handle automatically return to its original (pre-fired) position without intervention? Device was not used. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Device was not used. Is there any other additional information you would like to share about this device, procedure, patient or physician? No. What were the indications for surgery? What was found? Gastric bypass/ overweight does the patient have any relevant history of surgical treatments? Patient was not involved. What are the patients age and sex? Patient was not involved/ device was not used did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached to the device without any difficulties and did not detach from the device during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a bypass procedure, the pin could only stick together with extreme effort. The surgeon opened a new device. There were no adverse consequences for the patient.